Manufacturer narrative:
(B)(4). In this case, there was no reported device malfunction associated with the clip delivery system. The reported patient effects of mitral stenosis, dyspnea, atrial fibrillation, and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. In the absence of any reported device malfunction, a potential relationship between the reported patient effects and a device issue is unlikely. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that the patient underwent surgical mitral valve replacement on (B)(6) 2014 due to mitral valve stenosis with dyspnea. The clip was found to be securely attached to both leaflets. There were two jets (one mild and the second mild-moderate regurgitation grade). The patient is in stable condition. There was no additional information provided.

Manufacturer narrative:
(B)(4). The reported patient effect of mitral regurgitation, is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This mitraclip report is being filed for the mitral stenosis identified after clip implantation. It was reported that one mitraclip was implanted on (B)(6) 2014 in the patient with functional mitral regurgitation (mr) reducing the mr from 4+ to 1+. During the procedure, after the clip was implanted, it was noted that the patient had mild to moderate mitral stenosis that was confirmed via transesophageal echocardiogram. No action was taken but this may require medical treatment in the future. The following day, on (B)(6) 2014, the patient had moderate posterior pericardial effusion noted on the transthoracic echocardiogram. No treatment was provided for this effusion. Reportedly, the physician feels that the pericardial effusion was due to the congestive heart failure and was not related to the mitraclip device. The patient also had severe musculoskeletal back pain and cardiac biomarkers were elevated. The pain was treated medically and the symptoms improved but the condition was present on discharge on (B)(6) 2014. The physician feels that the back pain, cardiac biomarker elevation, and pericardial effusion are not related to the mitraclip system. There was no additional information provided.

Event description:
Subsequent to the previously filed report, additional information was received indicating that the patient reported worsening dyspnea on (B)(6) 2014. The patient was also noted to have atrial fibrillation, which was treated with xarelto. On (B)(6) 2014, a right heart catheterization was performed and the hemodynamics were compatible with congestive heart failure, which was a worsening of a pre-existing condition for this patient. Both conditions are continuing. The study physician has reported the worsening dyspnea is possibly related to the mitraclip device and procedure, but the atrial fibrillation is possibly related to the procedure only.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.